Event description:
Customer reported on a bravo ph capsule that failed to attach. Based on the trace report, it appears that 15 minutes into the procedure the capsule have dropped into stomach. The pt was not injured following the procedure.